Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 300 mg/dl. The customer was also vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. Found no delivery alarms in the alarm history. The caller was unable to conduct the prime and high pressure tests as the reservoir was empty. The caller also reported three previous hospitalizations, but did not have any details. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.